Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Repair of the a.t.s. 750 tourniquet was performed by medicrea on november 10, 2017 which included replacement of the battery. A.t.s. 750 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 7.1557 rev. 08.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 750tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 750 tourniquet by medicrea on (B)(6) 2017 revealed that there was no leak found and device had aged battery. Repair of the a.t.s. 1200 tourniquet was performed by medicrea on (B)(6) 2017 which included replacement of the battery. A.t.s. 1200 tourniquet, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested per zpo 7.1557 rev. 08. The reported event ¿that customer reported a potential air leak¿ was non-verifiable since during initial inspection it was noted that there was no leak found and the device had aged battery. The root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the replacement of the battery. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 750 tourniquet, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that product will not be returned for evaluation. Investigation is in progress. Once investigation is completed, a follow up report will be submitted.

Event description:
It was reported that the device had a potential leak during surgery. No adverse events were reported as a result of this malfunction.